Event description:
Account indicated they obtained two discrepant sodium results. Sample 1 initial was 122 mmol/l and when repeated the result was 137 mmol/l. Sample 2 initial was 120 mmol/l and when repeated the result was 137 mmol/l. The incorrect results were not reported. The field service rep was unable to determine a cause for the incorrect results.